Event description:
Report received with returned product that device was removed due to infection. Follow-up letter will be sent to health care provider for further info on this event. Device has been analyzed by MFR.